Event description:
Reporter alleged obtaining the results of 40 mg/dl, 70 mg/dl, 32 mg/dl and 34 mg/dl back to back within 10 minutes on the aviva system. Reporter stated she ate lunch after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.